Event description:
A report was received that a patient underwent a lead explant due to lead protrusion. The lead was protruding from the back of the patient's head; causing discomfort. The physician re-implanted the patient with a new lead and the patient was put on oral antibiotic as a precaution of infection. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2352-70 serial# (B)(4) description: linear 3-4 lead 70cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient underwent a lead explant due to lead protrusion. The lead was protruding from the back of the patient's head; causing discomfort. The physician re-implanted the patient with a new lead and the patient was put on oral antibiotic as a precaution of infection. The patient is reportedly doing well following the procedure.